Event description:
The customer contact reported the homecare patient received more medication than intended. On an unspecified date, the pump was programmed in the continuous mode to deliver vincristine and adriamycin in the continuous rate of 0.5ml/hr for a duration of four days. No further programming parameters were provided. The pump was connected to the patient in 08/2005. After the third day of therapy, the patient returned to the hospital with an empty container. The pump was disconnected from the patient. There were no reported adverse patient effects. No medical interventions were required.